Event description:
A customer reported while performing an anterior vitrectomy, there was very low to no aspiration. The system was reprimed, but the problem persisted. The footswitch was switched out and the probe was flushed, but still did not fix the problem. The system and the probe were then switched out; however, the same result occurred. The case was eventually completed with the second system. The case was delayed 20-30 minutes while troubleshooting was performed and system was switched out. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problem reported. Preventive maintenance was performed, the system was tested and met all product specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. (B)(4).